Manufacturer narrative:
There was no pt involvement. The expiration date will be provided when available. The mfg date will be provided when available. Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occurred at (B)(6) in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The perfusionist reported that during priming, water was leaking from the water fittings attached to the oxygenator heat exchanger water inlet and outlet ports. The primo2x oxygenator was returned to sorin group (B)(4) for evaluation. No defects or abnormalities were noted during visual inspection. When water was cycled through the heat exchanger, water was seen migrating into the blood compartment and not leaking from the water inlet and outlet ports. The product has been returned to sorin group (B)(4) for further analysis. The investigation is on-going. A follow-up report will be filed when the investigation is complete.

Event description:
The perfusionist reported that during priming, water was leaking from the water fittings attached to the oxygenator heat exchanger water inlet and outlet ports. Initial testing on the returned product revealed a water-to-blood side leak. The leak occurred during priming. There was no pt involvement.